Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services noted that the blade's flow of current was not in spec (it was reading 106ma when it should have been 165ma to 195ma). The customer declined repairs so the product was returned to the customer as is. Additional part used: glidescope gvl 2; catalog: 0574-0010; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor there was no video signal. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.